Manufacturer narrative:
Device evaluation: one sample model 2420-0007, lot 25065534 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed and pressurized. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: bd alaris pump infusion set 2420-0007. IV lines were primed to be used for treatment. The nurse noticed that the primed lines were leaking, before the patient arrived. The leak was at a spot where the IV tubing is loaded into the pump channel. The nurse was able to get a new set of IV lines. Patient injury: no. Qty affected: 1 ea.